Manufacturer narrative:
The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation.

Event description:
Surgical instrument damage resulted in explantation.

Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.